Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that for the last 4 hours, the insulin pump had been consistently giving battery error alarms and recently the display was going blank. Blood glucose value was 238 mg/dl. During troubleshooting, the customer found that the battery cap was corroded. The customer declined to have the insulin pump replaced. He was advised that a battery cap replacement would be sent and to monitor the device.